Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a clinical data review showed the cardiac resynchronization therapy defibrillator (crt-d) with zero percent pac ing, but the patient is pacing. It could not be confirmed if the patient has an atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.